Event description:
Patient reports insulin leak at the luer connection.

Manufacturer narrative:
The cartridge was returned to animas for evaluation. Evaluation revealed a damaged luer lock connector.